Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced an angina. On (B)(6) 2023 the patient suffered an angina episode; no intervention was required. Then, the patient had another angina episode on (B)(6) that required no intervention. On (B)(6) 2024 a stent device was implanted without hospitalization. The event is considered solved. No further information was provided.